Manufacturer narrative:
(B)(4). Initial medwatch originally submitted to the FDA on 30oct2018 as submission message ID: (B)(6) but the acknowledgement failed due to an invalid code selection. The code selections have been updated and re-submitting on 19feb2019 as part of a delivery message review. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2018 stating "forward water jet has poor irrigation. Port seems to be clogged as well as low air, poor insufflation", involving video gastroscope eg-2990i/serial (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation on 18jan2018. The pentax endoscope technician confirmed a rubber check valve stuck inside the biopsy inlet t-piece on 19jan2018. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry/wet leak test. Residue on bending rubber. Suction function low flow. On (B)(4) 2018, the service repair team notified the complaint handling unit of the stuck check valve. Multiple good faith efforts were performed and the customer responded on 01oct2018 stating that they became aware of the failure udring the pre-procedural inspection check. The instructions for use (IFU) for reprocessing of pentax video colonoscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On (B)(4) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The o-rings and seals were replaced and the gastroscope was shipped to the customer on 22jan2018.